Event description:
Per complaint (B)(4), a patient lost feeling in jaw since their dental implant was placed. The patient experienced numbness and tartar. A steroid pack and antibiotics were used to gain back the feeling, but was unsuccessful. The implant was explanted.